Event description:
It was reported by service report that the weld was broken on the frame of the stretcher and it will not hold up the side fail. There was no pt involvement. No adverse consequences were reported.